Manufacturer narrative:
This event was determined to be a duplicate to manufacturer's report number 2916596-2021-01826.

Manufacturer narrative:
Medwatch # mw5101793 was received without patient or device information on 02aug2021 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was seen in clinic and reported hearing beeping from the controller while connected to battery power. The patient reported that the alarms occurred on both white and black power cables and occurred mostly when he was bending down to pickup something but also occurred when he was sitting or standing. The nurse was not able to replicate the alarms in clinic. Log files showed multiple power disconnect alarms. Log file analysis returned with noted possible weakness in controller power cable and decision and decision was made to exchange controller. The patient underwent exchange without any issues.